Event description:
A vaxcel mini port was placed for therapeutic purposes in 2004. During the first or second week of the next mo, the pt developed an infection at the implantation site. The port was removed and replaced. The pt's condition is fine.